Manufacturer narrative:
The ca2 reagent lot number was 75633401 with an expiration date of 28-feb-2025. The field service engineer (fse) found that the nozzle tip was clogged and the reaction cells were not cleaned properly. He unclogged the reaction cell rinse nozzle. The maintenance action performed by the fse resolved the issue. The root cause was consistent with an operator maintenance issue (a clogged rinse nozzle tip).

Event description:
We received an allegation about discrepant results for 1 patient sample tested with calcium gen.2 (ca2) assay on a cobas 8000 c702 module. Initial result: 1.43 mmol/l. No questionable result was reported outside the laboratory as the initial result did match the patient's clinical diagnosis. The sample was then repeated. Repeat result: 2.15 mmol/l.